Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the right internal renal artery. A 4.0mmx19mmx150cm express vascular sd stent was selected for use. After opening the package, the physician flushed the device. However, after taking out the device from the protective sleeve, it was noticed that the middle section was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the right internal renal artery. A 4.0mmx19mmx150cm express vascular sd stent was selected for use. After opening the package, the physician flushed the device. However, after taking out the device from the protective sleeve, it was noticed that the middle section was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the kink was located in the middle of the catheter.